Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that there was concern that the pump was not working. The hcp had attempted to aspirate the catheter and could not. As a result the whole system was to be replaced. On (B)(6) 2016 the hcp reported additional information. The patient had first reported experiencing worsening spasticity on (B)(6) 2016 it was noted that there had been excessive baclofen in the pump at refill and the pump had been replaced. It is unknown if the issue had been resolved the hcp was awaiting follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.